Event description:
It was reported when using the unspecified bd vacutainer cpt blood collection tubes, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported cpt tube did not give good separation. We wanted to use bd vacutainer cpt tubes for an isolation of human pbmcs after patient¿s apheresis. When we added 7 ml of the blood directly to the cpt tube (undiluted) and centrifuged at 1700 g for 20 minutes (no brake), we did not get the separation we are looking for since the rbcs were not at the bottom of the tube and were connected to the pbmcs layer.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. . Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer cpt blood collection tubes, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported cpt tube did not give good separation. We wanted to use bd vacutainer cpt tubes for an isolation of human pbmcs after patient¿s apheresis. When we added 7 ml of the blood directly to the cpt tube (undiluted) and centrifuged at 1700 g for 20 minutes (no brake), we did not get the separation we are looking for since the rbcs were not at the bottom of the tube and were connected to the pbmcs layer.